Event description:
It was reported that the device split. On introducing the isleeve into the patient a small amount of resistance was felt. Per angiography the tip of the isleeve had split and bent back on itself inside the vessel. The isleeve was removed and replaced with a lotus introducer sheath (lis) and the procedure was completed. There was a pressure drop on removal of the lis at the end of the procedure, but no evidence of bleeding in the iliofemoral vessels. The procedure was completed and the patient was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that the device split. On introducing the isleeve into the patient a small amount of resistance was felt. Per angiography the tip of the isleeve had split and bent back on itself inside the vessel. The isleeve was removed and replaced with a lotus introducer sheath (lis) and the procedure was completed. There was a pressure drop on removal of the lis at the end of the procedure, but no evidence of bleeding in the iliofemoral vessels. The procedure was completed and the patient was stable. This product is only ous approved but it is similar to an approved us device. Device evaluated by manufacturer: the returned product consisted of an isleeve sheath with the mandrel in the distal lumen. The sheath and tip were microscopically examined. There is a 9mm tear a 12mm long tear at the distal tip. There are numerous kinks along the sheath. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage.